Manufacturer narrative:
Implant date reported as 2007. Implants remain in the patient. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
A patient was implanted with prodisc-l at l5-s1. Patient reported that 3 weeks post implant, it was noted that she had an l5 vertebral body fracture. Patient has osteoporosis and has not been revised. This report is #2 of 3 for the same patient.